Event description:
Biomérieux became aware of a publication reporting a misidentification of chryseobacterium indologenes as elizabethkingia meningoseptica in association with the vitek® 2 gn test kit. Biomérieux contacted the author from brazil for more information. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
An article, "challenges in the identification of chryseobacterium indologenes and elizabethkingia meningoseptica in cases of nosocomial infections and patients with cystic fibrosis," by é. B. De carvalho filho et al (new microbes new infect. 2017 nov; 20:27-33) reported misidentifications of chryseobacterium indologenes and elizabethkingia meningoseptica involving the vitek® 2 gn card. An internal biomérieux investigation was initiated and the author of the article was contacted. In addition, strains, lab reports, and lot numbers were requested. The study compared the results of 11 c. Indologenes strains and 11 e. Meningoseptica strains that had originally been identified as such by a manual phenotypic method to the results using the vitek 2 gn card, phoenix, vitek® ms, and bruker ms. The article reported vitek 2 gn cards were set up according to manufacturer's instructions. No reference testing was done to establish a reference identification; however, it should be noted that the genus elizabethkingia has under gone many taxonomic changes. In addition, many strains thought to be e. Meningoseptica have been re-classified into other species, which the vitek 2 gn card does not claim. Since no testing was done to establish a reference identification, it was not possible to accurately assess the vitek gn card results to determine which identifications might be erroneous. The article showed that seven (7) of the 11 strains originally identified as c. Indologenes by the manual phenotypic method, matched that result of the vitek 2 gn card and seven (7) of 11 strains originally identified as e. Meningoseptica by the manual phenotypic method, matched that result using the vitek 2 gn card. The lack of a definitive reference method for this study seriously impedes any useful interpretation of results. The most recent quarterly trend review did not reveal this issue as a trend.